Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a fault t2 thermistor. The device was evaluated and the reported issue was confirmed as it was noted that the t2 thermistor was unresponsive. Installed new tank harness. Completed the 2000 hour pm procedure on the device. Serviced the circulation pump and mixing pump sn (B)(6) , replaced the heater lot 1902 with lot 2303, replaced both manifold o-rings, replacing drain valves. The device was put through a functional check. The device was heated to 40°c and cooled to least 6°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on 45-hour burn-in, acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed has a arctic sun device with a bad outlet control temperature (t2) thermistor, biomed would like to send it in for service. Device coming in for a tank harness replacement. Per work order update on 03march2023 customer service communication with customer, customer agreed to repair. Customer service has sent a packaging kit to customer for device to be returned for repair or assessment. No patient involvement reported.

Event description:
It was reported that the biomed has a arctic sun device with a bad outlet control temperature (t2) thermistor, biomed would like to send it in for service. Device coming in for a tank harness replacement per work order update on 03march2023 customer service communication with customer, customer agreed to repair. Customer service has sent a packaging kit to customer for device to be returned for repair or assessment. No patient involvement reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed has a arctic sun device with a bad outlet control temperature (t2) thermistor, biomed would like to send it in for service. Device coming in for a tank harness replacement. Per work order update on 03march2023 customer service communication with customer, customer agreed to repair. Customer service has sent a packaging kit to customer for device to be returned for repair or assessment. No patient involvement reported.